Event description:
I have had a breast implant since reconstruction surgery in 2002. It is the textured type. I discovered a new growth on the skin and had it biopsied. It is an invasive squamous cell cancer. I then read that the FDA issued a warning about this on (B)(6) 2022. Biopsy said, " specimen information: accession: d22-15390 collected: sept. 8, 2022 received: (B)(6) 2022 reported: (B)(6) 2022. Submitting physician information: (B)(6) m.d. (B)(6) dermatopathology report results diagnosis: skin, left breast, shave biopsy: squamous cell carcinoma in situ note: the lesion extends to the deep margin of the sections examined. Invasive squamous cell carcinoma cannot be unequivocally ruled out. FDA safety report ID# (B)(4).